Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. There is adhesive located from approximately 15.1cm to 17.4cm from the distal tip. The adhesive has defined edges and appears to be residue from tape that has been removed. One section of the adhesive has white fibers adhered to it, another section had multiple fibers of dark colors adhered to it. The electrode footprints are aligned on the outside curve as expected. After the visual inspection, the catheter connector mated to the test cable with no issues. An electrical test was performed on all electrodes with multimeter 0310-671 with the following results: there is a resistive short in both the straight and curved position between electrodes 3 and 8. A resistive short is present in the straight position between electrodes 3 and 2. Inspection shows that the push/pull knob and thumbwheel functioned properly. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against a ruler. The curve passed; the curve reached between 3 and 4.5cm. X-rays did not show any obvious abnormalities. The distal end near the transition area was dissected. Resistance measurements confirmed that e3, e8 and e2 were intermittently connected to the flatwire. The flatwire has a coating; measurements were taken on the edge of the flatwire. Dissection showed that the insulation of several wires were scraped off and were making intermittent contact with the proximal end of the flatwire. It appears that the proximal end of the flatwire was rubbing against the wires resulting in the scraping of the insulation. The flatwire was separated from the polymide. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that noise on the catheter occurred. A 6f,110cm,lrgcrv,10e,2,5,2mm dynamic xt¿ unidirectional steerable diagnostic catheter was selected for use. During the procedure, it was noticed that noise from the catheter was present. The procedure was completed with a different device. No patient complication were reported. However, device analysis revealed a foreign matter (tape residue) on the device.